Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that they had received failed battery alarm frequently. It was reported that troubleshooting was performed and was not possible to clean the battery compartment and the contacts cap because customer was at her job. The insulin pump will not be returned for analysis.